Event description:
It was reported that during the procedure the ceramic insert did not assemble with cup. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Cmp (B)(4) d10: item # unkown, unkown cup, lot # unkown. G2: report source poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Manufacturer narrative:
(B)94): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Visual review of the returned ceramic liner identified what appears to be multiple metal transfer marks which might be from attempted implant and subsequent explant. Taper region responsible for the mating function was measured and was within specification. Furthermore, no details of the shell were provided so nothing further can be gained from the returned product. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.